Manufacturer narrative:
Events of leakage, cardiogenic shock and death were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 21 mm trifecta gt valve was implanted and a CABG x 4 was performed on a (B)(6) male with symptoms of syncope, angina and aortic stenosis. After surgery, the patient required dobutamine and per report, the patient awake completely from anesthesia but had a stroke following surgery at an unknown point in time. During hospitalization, the patient presented a worsening in the clinical condition, experienced a stroke and had to undergo hemodialysis. During hospitalization a transesophageal echocardiogram was performed and a central valve leak was detected. Due to the patient's condition, it was not possible to perform the surgical intervention at the time the leak was detected. In late (B)(6), the physician contacted the perfusionist and valve supplier (distributor) stating that he would re-operate on the patient; however, the patient died before surgery occurred. Despite efforts to have access to the medical report, the hospital has denied our request and, at this point: (I) the precise date of the death, (ii) medical report number; (iii) and other relevant details remains unclear. Per the family the patient death was due to cardiogenic shock related to the trifecta gt valve; however, per report, the physician stated that the cardiogenic shock might have occurred due to numerous causes. An alleged defect in the valve was not raised by the physical as a potential cause of the death. It is crucial to mention that the physician declared that one of the possible cause of the event would be related to the technique used by him on the surgery.